Manufacturer narrative:
Correction: e1 correct name is (B)(6).

Manufacturer narrative:
Section d4: model number: section d4: catalog number: section d4: serial number: section d4: expiration date: section d4: unique device identifier (UDI #): section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Doctor reported that they vaguely recalls an event in which an injector failed. The plunger pierced the cartridge near its end and went right through the side, leaving the iol incarcerated in the wound. They managed to pull it into the ac though the lens was a bit mooshed.